Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information on 17-jun-2024: the instrument was inspected prior to use and there was no damage identified. There was no arcing observed during the procedure nor was there thermal damage identified on the instrument. The patient has not returned to the hospital due to any post-operative complications.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. Additionally, the conductor wire was found with the insulation retracted. The wire is partially pulled out, which exposed the wire. The instrument passed electrical continuity test and there were no signs of thermal damage observed. The complaint was confirmed by failure analysis.